Event description:
It was reported that the procedure was to treat an unknown coronary artery. An unknown xience v stent delivery system (sds) was successfully deployed; however, when trying to remove the sds from the implanted stent, the balloon material adhered to the stent struts and the sds could not be removed from the patient. The balloon was inflated and deflated three additional times and the balloon still stuck to the stent surface. A guideliner guiding catheter was inserted through the already placed guiding catheter, over the sds to the distal end of the sds and used it to peel the balloon material from the stent struts. The guiding catheter, guideliner, the sds, and the guide wire were removed as a single unit. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.